Manufacturer narrative:
Correction h3: device returned for evaluation? Update and remove no (reported on initial). Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed leak-cut slice hole in the tubing. The reported condition was verified. The cause of the condition was due to the blades of the machine tiromat during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system continu-flo solution set appeared to have puncture holes. The punctures were described as "between point six and point nine and between point four and point five". It was further reported that the punctures did create a hole in the tubing. This was found during preparation. There was no patient involvement. No additional information is available.